Manufacturer narrative:
A getinge field service engineer (fse), reported that in japan the cs100 service ended as of december 2022, therefore no repair or operation checks will be performed. The unit has been stored at the hospital. H3 other text: device not returned to manufacturer.

Event description:
It was reported that when the power was turned on during an in-hospital inspection, the cs100 intra-aortic balloon pump (iabp) screen and monitor became white and blurry and disturbance occurred. The monitor stood up in a situation where I couldn't do a ring. It was later clarified that it made it impossible to monitor. There was no patient involved.

Event description:
It was reported that when the power was turned on during an in-hospital inspection, the cs100 intra-aortic balloon pump (iabp) screen and monitor became white and blurry and disturbance occurred. The monitor stood up in a situation where I couldn't do a ring. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit screen and monitor became white and blurry and disturbance occurred.